Event description:
A complaint was reported regarding frequent altitude alarms and a less responsive screen on a replacement pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and the case was closed by technical support.